Event description:
The account alleges there was tissue entrapment between the tip of the catheter and the catheter. The physician retracted the guidewire but there was resistance, once the catheter was removed from the body, there was fibrous tissue in between the wire and the tip of the catheter. Afterwards the tissue was removed with surgical equipment from the guidewire but the guidewire was still stuck inside the lumen of the catheter. Resulting in removal of the guidewire from the front end of catheter. A new guidewire was used for the remainder of the case. The ablation was completed.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.